Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of r-wave oversensing resulting in inappropriate mode switch were noted on the device. Technical support provided reprogramming recommendations which will be performed at the next follow-up in clinic. The patient was stable with no consequences.